Event description:
The customer contacted physio-control to report that their device powered off by itself intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that a battery pin was loose in battery well #2. Physio then replaced the device's rear enclosure assembly (which includes new battery pins) and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The likely cause of the reported issue was a loose battery pin in battery well #2.